Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the popliteal artery. The 50% stenosed target lesion was moderately calcified and mildly tortuous. During the procedure the device became entrapped on the guidewire, and the catheter could not be advanced. The distal shaft of the jetstream catheter was noted to be kinked. The device was removed. The procedure was completed. There were no patient complications.